Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system needle plug hose was broken, causing fluid leakage during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2020, the nurse on duty performed venipuncture for the patient and again checked whether the indwelling needle was unblocked. She found that the hose of the needle plug was broken, causing the leakage of fluid at the hose of the needle plug. The indwelling needle was replaced to re-puncture the patient."

Manufacturer narrative:
H.6. Investigation summary a device history review was conducted for lot number 9169547. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system needle plug hose was broken, causing fluid leakage during use. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2020, the nurse on duty performed venipuncture for the patient and again checked whether the indwelling needle was unblocked. She found that the hose of the needle plug was broken, causing the leakage of fluid at the hose of the needle plug. The indwelling needle was replaced to re-puncture the patient."